Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: there was no battery cap returned with the pump. All testing was performed with a test battery cap. The battery compartment was observed to be intact. The black box showed no evidence of a short battery life or excessive battery usage. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a short battery life issue. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.